Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient experienced unconsciousness and had a seizure. A fingerstick was taken by the parent and the cgm was reading 12.0 mmol/l and the blood glucose reading was 1.3 mmol/l. The parent called an emergency doctor and the patient was treated by this emergency doctor with glucose gel. It was not reported that more treatment was necessary and at the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.